Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into ventricular tachycardia (vt) and was treated with many anti-tachycardia pacing (atp) therapies, and a few shock therapies early on, which terminated the vt episodes. The patient continued to experience agonal ventricular arrhythmias that the implantable cardioverter defibrillator (ICD) did not detect as treatable, until the last episode, where it did shock the patient into a paced rhythm. The patient's spouse performed cardiopulmonary resuscitation, and an ambulance was called. The physician indicated that there were many episodes that exhibited undersensing, where detection was not met to shock the patient. Ultimately, the patient expired.